Event description:
It was reported that the device was advanced without difficulty; during stent deployment, the black stabilization sheath detached from the catheter making it difficult to accurately deploy the stent. However, the physician was able to deploy the stent. After deployment, it was observed that the stent had compressed by 3 cm. The entire delivery system was removed from the pt without incident. The device was being used to treat diffused superficial femoral artery disease. There was no pt injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The stent remains implanted in the pt and the delivery system was discarded by the facility, therefore, a sample eval could not be done. The event is currently under investigation.